Event description:
J tube, jejunostomy tube, unable to be flushed. While pulling back on j-tube, approximately 3 inch long very narrow rubber substance was pulled out of tube. J-tube presently flushing well. No packaging or product information was supplied for this event.